Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience proa is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the moderately tortuous mid left anterior descending coronary artery. The 2.75x38 xience proa stent delivery system (sds) crossed the lesion successfully; however there was resistance noted with the anatomy during advancement. Presumably, the balloon became damaged during advancement at a calcified point. When the physician attempted to implant the stent, there was contrast medium observed flowing out of the distal balloon tip as soon as inflation began. The entire sds was removed with the stent successfully. A new, 2.5x38 xience stent was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it was reported there was resistance noted with the anatomy during advancement and the balloon became damaged at a calcified point. This subsequently resulted in the material rupture and failure to deploy. There is no indication of a product quality issue with respect to manufacture, design or labeling.